Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and a board were replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed several error code messages. No report of pt injury.